Event description:
The device was used during a bullectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site.

Manufacturer narrative:
Device not available for evaluation.